Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: medical product: tloc 133 mp sp t1 pps ho 7x99 catalog #: 51-109070 lot #: unknown, medical product: g7 pps ltd acet shell 50d catalog #: 010000662 lot #: unknown, medical product: g7 neutral e1 liner 36mm d catalog #: 010000856 lot #: unknown. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
The hospital reported that a patient underwent an initial left hip arthroplasty. Subsequently, a revision procedure was performed due to pain.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The hospital reported that a patient underwent an initial left hip arthroplasty. Subsequently, a revision procedure was performed due to pain.